Manufacturer narrative:
One device was received for evaluation. Visual and functional testing was unable to duplicate the reported problem. The most probable cause is the downstream occlusion sensor. The downstream occlusion sensor was replaced. The device passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that there was a "cassette not attached" alarm. There was unknown patient involvement, and unknown signs or symptoms experienced.